Event description:
Wash out and debridement of total hip possible infection. Swapped head and liner.

Manufacturer narrative:
Additional product added to the report: cat. No.: 502-11-52e, trident hemispherical cluster hole shell, lot code: 42609001. Cat. No.: 2030-6535-1 6.5, cancellous bone screw 35mm, lot code: mltn30. Cat. No.: 6720-0635, size 6 accolade ii 132 deg, lot code: 42726008. Reported event: an event regarding infection involving a trident liner was reported. The event was not confirmed. Method & results: device evaluation and results: the device was not returned for analysis. Medical records received and evaluation: a review by a clinical consultant concluded that: in this case of suspected arthroplasty infection no correlation between any specific device property and infection can be established. No info on further outcome whether infection was confirmed by bacteriological culture or is really under control. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot and the reported sterile lot. Conclusions: the exact cause of the event could not be determined based on the information received. Further information such as device return, pathology report, operative reports and x-rays are needed to complete the investigation for determining root cause. If additional information and/or the device become available, this investigation will be reopened. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting.

Event description:
Wash out and debridement of total hip possible infection. Swapped head and liner

Manufacturer narrative:
Catalog number of other device listed in this report: cat # 6260-5-032, lot # unknown, description: 32mm -4 v40 taper vit head. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned to manufacturer.